Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD implanted: (B)(6) 2016. The initial reported event was received on (B)(6) 2016 of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2016. Information was subsequently received on (B)(6) 2016 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that two weeks post implantable cardioverter defibrillator (ICD) implant, the patient developed a hematoma. A pocket revision was planned and the device remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2016 additional information was received and reported an infection occurred. The device system was explanted. Further review of the manufacturer's database indicated the patient is deceased and died approximately four weeks after explant. The cause of death has been requested and not received.

Manufacturer narrative:
Corrected information: sex, date of birth.